Event description:
Orthodontist reported that a piece of enamel down-to dentin was removed from pt's lower right first bicuspid tooth when the orthopdontic bracket spontaneously debonded. The orthodontist did not provide information about the traumatic force which caused the spontaneous debond.